Manufacturer narrative:
This supplemental is being filed to correct the previous decision as there is no reportable allegation against the product itself. Boston scientific does not consider this to be a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was part of a system revision due to suspected infection. There were no additional adverse patient effects reported. The device remains in service. Additional information from the field representative indicated that the device was not involved in the infection allegation. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was part of a system revision due to suspected infection. There were no additional adverse patient effects reported. The device remains in service.